Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding type of alternate insulin therapy; however, no response from the customer was received.